Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the manufacturer in 1995, and corrective actions were instituted. The device cited in this report is involved in recall.

Event description:
Irix scissor arm broke at knuckle. Reported on 6.18.08.